Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 20, 2007 the lay user/patient contacted lifescan alleging that the battery indicator (power issue) was appearing on the one touch ultra2 meter. The patient admitted that the battery was not replaced per the owner's manual. The patient indicated that the power issue first began at 9am in 2007. After the issue began (unspecified time), the patient reportedly developed symptoms of feeling shaky. Per the customer service representative's documentation, the patient did not take any actions in regards to his diabetes treatment after the issue began and did not receive any medical intervention. There is no indication that the product malfunctioned since the patient has not replaced the battery per the owner's manual. However, this complaint is being reported, because the patient allegedly developed symptoms after the power issue started. The meter, test strips, and control solution were replaced.